Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5-2 pocket experienced a read or write failure. The field service engineer found no defects related to the failure upon arrival and tested the drawer in the hardware test application, where no issues were identified. The fse removed all the pockets, reseated the row board cable connections to fix the problem, and reconnected the pockets into the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, pocket b6 was failed to open, and device was not detected on the bus. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.